Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient's heart wall. A revision procedure was performed and the lead was removed. No new ventricular lead was implanted. No additional adverse patient effects were reported.